Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on information provided by the patient's attorney. On (B)(6) 2004 - the patient underwent an unspecified surgical procedure with implant of a non bard/davol "prolene" mesh. On (B)(6) 2008 - the patient was diagnosed with a vaginal prolapse and underwent a laparotomy and a sacrocolpopexy with implant of a bard flat mesh. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.